Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/24/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the product is damaged, most probably to make explant possible, but no further details were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4), all pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxr00 17.0 diopter intraocular lens (iol) was explanted from a male patient's left eye due to subluxation of the iol. There was no vitrectomy and no incision enlargement required. Additionally, there was no patient consequence. The lens was replaced with a different model and a lower diopter size lens. During the last follow up patient was j1+ 20/20 -3. No further information was provided.